Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint. We cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual bleeding. She underwent a bilateral total salpingectomy, then hysteroscopy with curettage, approximately 3.5 years after insertion. This event is anticipated in the reference safety information for essure. Menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this case consumer´s concurrent conditions were not provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This case was reported via regulatory authority (B)(6) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy. In (B)(6) 2013, the patient started essure. In 2013, the patient experienced back pain ("recurrent lower back pain"), fatigue ("unexplained abnormal excessive fatigue"), dyspareunia ("pain on sexual intercourse") and loss of libido ("loss of libido"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("atrocious pelvic pain"), menometrorrhagia ("menstrual bleed every 2 weeks/ period once or twice a month lasting for 7 to 15 days"), migraine ("migraines every day"), eczema ("regular bouts of eczema") with pruritus generalised, depression ("depression") and musculoskeletal pain ("joint and muscle pain"). On an unknown date, the patient experienced abdominal distension ("during my menstrual periods, my abdomen is bloated"), abdominal discomfort ("during my menstrual periods, my abdomen is tense"), night sweats ("regular excessive night sweats"), insomnia ("insomnia "), somnambulism ("frequent waking during the night"), the first episode of allergy to metals ("allergy test positive for chrome, cobalt") and the second episode of allergy to metals ("allergy test positive for nickel"). The patient was treated with spasfon, cortisone and surgery (bilateral total salpingectomy, then hysteroscopy with curettage on (B)(6) 2017). Essure was withdrawn. At the time of the report, the menorrhagia, pelvic pain, fatigue, dyspareunia, loss of libido, menometrorrhagia, depression, musculoskeletal pain, abdominal distension, abdominal discomfort, night sweats, insomnia, somnambulism, first episode of allergy to metals and second episode of allergy to metals outcome was unknown and the back pain, migraine and eczema had resolved. The reporter considered menorrhagia, pelvic pain, back pain, fatigue, dyspareunia, loss of libido, menometrorrhagia, migraine, eczema, depression, musculoskeletal pain, abdominal distension, abdominal discomfort, night sweats, insomnia, somnambulism, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: two inserts were placed, although I had an ectopic pregnancy in 1999. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was positive for chrome, nickel, cobalt. Several blood tests found nothing. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual bleeding. She underwent a bilateral total salpingectomy, then hysteroscopy with curettage, approximately 3.5 years after insertion. This event is anticipated in the reference safety information for essure. Menses pattern changes are common in women and can be caused by endocrine and/or anatomical reasons. In this case consumer´s concurrent conditions were not provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected.